Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the peritonitis and the cause was unknown. The patient was treated with injections of fortum (1gm, continuously) and reflin (1gm at night per bag). The patient was recovering from this event and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4): it was reported that the patient's antibiotics course got completed and the fluid was clear. The patient had recovered from the peritonitis. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.